Event description:
This device was explanted and replaced due to eos. The rv lead was capped due to noise. There were more than 30 shocks delivered and there was no sensing on the rv lead. Should more info become available, this file will be updated.

Manufacturer narrative:
On (B)(6) 2012 it was reported that this patient's rv lead was fractured. Also, it was reported that the patient had "true vt with appropriate shocks. Upon receipt, the device interrogation revealed the battery status eos. There were 75 charging cycles was documented. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The memory content of the device was inspected. The analysis of the shock holter showed that more than 57 charging cycles was performed by the device within 20 minutes on (B)(6) 2012. The eos status of the device resulted from that successive charging. The available iegms showed that this charging was caused due to the detection of noise in the right ventricular channel. Therefore, a sensing test was performed. The ICD sensed the attached heart signals free of noise, proving the sensing function of the device to be fully functional. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation showed the battery status eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device status eos resulted from successive/excessive charging due to the detection of noise in the right ventricular channel. However, the ICD proved to be fully functional during analysis. Taking the large amount of successive charging cycles into account, the battery status was anticipated. There was no indication of a material or manufacturing problem.